Event description:
Two positive advia centaur troponin ultra results were reported to the physician. Upon repeat, the troponin results were negative for both pt samples. One pt was on the table in the cardiac catheterization lab, but the procedure was not performed due to 2nd repeat result which was negative. There was no medical intervention on the second pt. There was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. Analysis of the instrument and instrument data indicate that the cause for the discrepant results were due to a wash 1 failure. The instrument has been repaired. The instrument is performing within specifications. No further eval of the device is required.